Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse put trainer and balloon on pump and let it run. The iabp never stopped pumping. The unit autofilled and ran without issue. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was making clicking noise while running. The circumstance of the event is unknown. There was no patient involvement and no adverse event was reported.